Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient¿s stimulator was not helping them much, she was not using it and it bothered her, so they wanted to have the battery removed. There were no issues with the battery; it was functioning normally. The rep offered to have the implantable neurostimulator (ins) pocket revised but they patient just wanted it removed. It was noted that surgical intervention did occur (the ins was removed, the lead was left in) and the issue was resolved at the time of the report. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.